Manufacturer narrative:
The unit was received by spacelabs healthcare equipment service center (esc) and tested. During the review, the esc technician was unable to duplicate the reported issue. After ancillary repairs were performed, proper device operation was observed and the device was returned to the customer. The cause of reported failure could not be determined as the reported failure was not verified.

Event description:
The customer reported that while monitoring a patient, the qube bedside monitoring would reboot on its own. There was no patient or user harm associated with this event.